Event description:
Thrombus was found in the implanted cypher stent one week after the procedure.

Manufacturer narrative:
This patient presented to the cardiac catherization unit for elective percutaneous coronary intervention (pci) of a de novo lesion in the proximal left anterior descending artery (lad) of 15mm in length in a 3.0mm vessel diameter. The (b2) eccentric lesion was also ostial. Intra-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day and heparin 5000 units. Pre-dilation was done with a 2.0x15mm balloon at 10 atmospheres (atm) before deploying one 3.0x18mm cypher stent at 16 atm. Post-dilation was done with a 3.25x10mm balloon at 10 atm. Ivus was conducted. The residual diameter stenosis measured 25%. Timi I and iii flows were recorded pre and post-procedure, respectively. Act was measured. Post-procedure medications included aspirin 100 mg/day, ticlopidine hydrochloride 200mg/day. One week later, control angiography (cag) was conducted for treatment of a different lesion at the higher lateral (hl). Thrombus was observed in the cypher implanted in the proximal lad. To treat the thrombus, poba was conducted with a 3.0x15mm balloon. Then to treat remaining lesion distal to the implanted cypher, a 2.5x28mm cypher was implanted overlapping the original cypher. Inflation pressure and time was unknown. Post-dilation was conducted with a 3.0x15mm balloon on the proximal end and with a 2.5x14mm balloon on the distal end of the newly implanted cypher. Inflation time and pressure were unknown. Poba was also conducted on the untreated lesion proximal to the originally implanted cypher. Inflation time and pressure was unknown. The physician commented that the cause of the thrombotic event was because there was untreated lesion distal and proximal to the implanted cypher although they were not significant lesions. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug-eluting stent. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.